Event description:
Trinity revision after approximately 6 weeks due to infection.

Manufacturer narrative:
Per -3600 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an update on the patient following the revision have been requested to the reporter. No additional information was provided the relevant device manufacturing and sterilization records for the finished devices have been identified. Review of these documents revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event. Increased infection rates have been linked to patient characteristics, length of surgical procedure, length of hospital stay, and factors related to the operative environment (including the number of personal in the operating room and contamination of equipment or instrumentation). The cleaning method, the sterilisation method and sterile barrier system used to package trinity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and its incidence is followed by performing some trending on the complaints. No further investigation for this event is possible at this time as no device and insufficient information was provided. Therefore corin considers this case closed. However, if additional relevant information becomes available to indicate further evaluation is warranted, this record will be reopened. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -(B)(4). Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an update on the patient following the revision have been requested to the reporter. Available information will be detailed in a supplemental report. The relevant device manufacturing records have been identified and will be reviewed. Conclusions will be provided in a supplemental report. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 6 weeks due to infection